Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the mildly tortuous, heavily calcified, 70% stenosed, proximal circumflex (cx) coronary artery. For pre-dilatation, a 2.50 x 12 mm nc trek rx balloon dilatation catheter (bdc) was advanced with no resistance to the lesion and on the second inflation to 16 atmospheres the balloon ruptured. The bdc was removed from the anatomy and replaced with a non-abbott bdc to complete the pre-dilatation. An unspecified stent was used to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.